Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was displaying unknown error messages. It was stated that the insulin pump was displaying error messages two days after issues and it was kicking the customer out of auto mode. It was stated that insulin pump was dropped on toilet floor. Customer stated that the insulin pump rattles when they shake it. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
After battery installation device gave an unexpected blank/white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self tests or verify error message due to display anomaly. P-cap / reservoir locks properly into place. Device received with pillowing keypad overlay, minor scratches on case and cracked keypad overlay. No damage on retainer ring noted.